Event description:
It was reported that the unipolar ventricular threshold was lower than the bipolar threshold, so the patient was programmed to unipolar pacing at 2.5 v at 1.0 ms. The next day, the patient felt dizzy and fell. The patient presented in clinic, and intermittent ventricular capture was noted. The system was programmed to 6.0 v at 1.0 ms in the bipolar configuration. The pacemaker dependent patient would be monitored.

Manufacturer narrative:
No medwatch form was received.